Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak during dwell 5 of 5 of treatment. The pd patient contact reported a fluid leak from one of the supply bag lines. No fluid was discovered on the external of the cassette. The cause of the leak is unknown. The patient did not receive any cycler warning alarms prior to the observed leak. There were no noted symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak during dwell 5 of 5 of treatment. The pd patient contact reported a fluid leak from one of the supply bag lines. No fluid was discovered on the external of the cassette. The cause of the leak is unknown. The patient did not receive any cycler warning alarms prior to the observed leak. There were no noted symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Additional information was requested but was not received to date.